Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact on the customer's blood glucose level because the customer could not recall if it exceeded 500 mg/dl or if the cgm read "high." The customer resolved the issue by changing the cartridge and resuming insulin.